Manufacturer narrative:
Investigation: a thorough investigation into this event was not possible as no product lot number, or sample is available for investigation. A review of our complaints database reveals that there have not been any reports received that were attributed to a device malfunction. We have requested more information. If any additional information is received, that would impact this report, than a follow up report will be submitted.

Event description:
Chronic pain 6-8 weeks after right inguinal repair.